Manufacturer narrative:
Article citation: "capsular biofilm formation at the interface of textured expanders and human acellular dermal matrix: a comparative scanning electron microscopy study," by michel a. Danino, md phd, johnny I. Efanov, md, georges dimitropoulos, md, maxim moreau, phd, charles maalouf, md, monica nelea, phd, ali izadpanah, md msc, and jean-philippe giot, md, and published in plastic and reconstructive surgery online on (B)(6) 2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported event of right side ¿biofilm¿ was noted in ¿capsular biofilm formation at the interface of textured expanders and human acellular dermal matrix: a comparative scanning electron microscopy study,¿ published in plastic and reconstructive surgery online on (B)(6) 2017. No treatment was provided, and the device was removed and replaced with a ¿permanent implant.¿